Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2014. Concomitant products included levetiracetam (keppra) since 2014 for seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, pain, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered heavy menstrual bleeding, menstruation irregular, pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a25168, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2014. Concomitant products included levetiracetam (keppra) since 2014 for seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (hyst. (Partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pain, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered menorrhagia, menstruation irregular, pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received: reporter information, patient demographics added, concomitant condition and drug, essure lot number added, insertion date updated, new events irregular menstrual cycles, abnormal bleeding (vaginal) added. Outcome for the events irregular menstrual cycles and abnormal bleeding (vaginal) updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2014. Concomitant products included levetiracetam (keppra) since 2014 for seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced menstruation irregular ("irregular menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (hyst. (Partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pain, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered menorrhagia, menstruation irregular, pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a25168, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pain had resolved. The reporter considered menorrhagia and pain to be related to essure. The reporter commented: patient received treatment for events menorrhagia, pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to menorrhagia (heavy menstrual bleeding). New event pain were added. Outcome of menorrhagia updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seizures since 2014. Concomitant products included levetiracetam (keppra) since 2014 for seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2017, the patient experienced menstruation irregular ("irregular menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (hyst. (Partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pain, menstruation irregular and vaginal haemorrhage had resolved. The reporter considered menorrhagia, menstruation irregular, pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ menorrhagia, pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.